Manufacturer narrative:
The ventilator is currently being evaluated by a carefusion failure analysis technician. A follow up report will be submitted to the FDA when the device evaluation is complete.

Event description:
The customer reported that the ventilator shut down while in patient use and failed to alarm. The patient was then manually ventilated with an ambu bag and was placed on another ventilator. The customer reported that there was no patient harm and that the patient's vital signs remained stable throughout the event. Ventilator setting (adult): mode - volume ac. Breath rate - 12. Peak flow - 60. Peep - 5. Fio2 - 100%. Volume - 0.7l.